Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to try a new reservoir with the current set. The customer states that the insulin pump did not alarm no delivery with manual prime. The customer was advised that the reservoir resolved the issue. The customer was advised to return the used reservoir. The customer was able to get through the fill tubing process.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.